Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored. This MDR submission is a late submission. A CAPA has been issued.

Manufacturer narrative:
FDA coding was missed in the initial report. Adding additional type of investigation code 10. This is a follow up report to add this additional code. Device received for this event is being corrected from ank bal antsmall/1,5 strai catalog # 31021550 to ank bal post c/0,75 strai catalog # 31021625.